Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m were yielding erroneous results. No report of injury or medical intervention. No report of blood exposure to mucous membrane.